Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient called because their stimulator was burning, it was hot to the touch and they felt it going down to their foot. Patient reported the stimulator was on at the time of the call. During the call, the patient turned off the stimulator to see if anything changed. Patient was redirected to follow-up with their healthcare provider and a message was sent to the manufacturer representative. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the event was possibly related to the implant procedure. The patient had burning pain at the stimulator site 3 weeks after implant. The device was temporarily turned off, then back on, and the patient¿s symptoms resolved with time. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported the identify clinical diagnosis was burning sensation at the neurostimulator site. The hcp noted the patient had a burning pain at the stimulator site. The hcp noted the actions taken were the device was temporarily turned the device off, then back on, the hcp noted the symptoms resolved without sequalae on (B)(6) 2018. It was noted the event was possibly related to the device or therapy. It was noted the event was not related to the implant procedure. It was noted the last time the device was interrogated prior to the event was (B)(6) 2018. There were no further complications that have been reported as a result of this event.